Event description:
It was reported by a third party biomedical tech that the customer's device would not shock. The device had pins from the standard hard paddles assembly stuck in the therapy connector. This failure was discovered during routine product maintenance and was not associated with pt use.

Manufacturer narrative:
(B) (4). Physio-control recommended the biomedical tech to replace the therapy connector and the standard hard paddles assembly. Physio-control also provided the part numbers and ordering info. A follow-up call was made to the biomedical tech. It was indicated that after replacing the device's therapy connector, proper device operation was confirmed. The customer also received a replacement set of standard hard paddles. The removed therapy connector was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.